Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately a week after implant, the patient complained of shortness of breath and chest pain. It was determined to be caused by a possible micro perforation/pericardial effusion. It was unclear from the chest x-ray if it was being caused by the right ventricular lead or the atrial lead. Both leads were repositioned and remain in use. No further patient complications have been reported as a result of this event.